Event description:
The complainant had a impella cp pump support ongoing for acute myocardial infarction and cardiogenic shock when there was pump positioning issues during cardiopulmonary resuscitation. The pump dislocated in aorta and the pump was able to be repositioned by the medical doctor successfully. Weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issues have been completed. The impella device was not returned for evaluation. The cause of the positioning issue was most likely patient movement per clinical that the pump dislocated in aorta after patient's convulsive fit and then cardiopulmonary resuscitation (CPR).